Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy on (B)(6) 2012. The surgeon attempted to use the handpiece to morcellate an extremely large and fibrous uterus. The surgeon was able to use the handpiece for one strip, however, the hand piece began struggling and would no longer work or cut through the tissue. A different type of handpiece was used to complete the procedure with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Poor blade performance. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.